Manufacturer narrative:
Customer's reported test strips were returned and investigated. The complaint was not confirmed. No new issues were observed during control solution testing. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 16 mg/dl and 178 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter.